Manufacturer narrative:
(B)(4). Eval summary -the analysis results confirmed that one el5ml device was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within mfg specs. The jaws opened and closed as intended during functional testing. The instrument locked out as intended. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that the unk clip was closed on the renal artery during a hand assisted nephrectomy and it would not open. The customer jerked the device off the artery with the clip still stuck in the jaws. There was no damage to the artery. The customer used another like device to complete the case with no pt consequence.